Manufacturer narrative:
Service in the field was performed on march 13, 2017. (B)(4) laser system was received at the manufacturer on march 22, 2017. Product evaluation: the console was evaluated and repaired in house on july 11, 2017. The evaluation noted lps, voltage select board and missing right rear brake pad were replaced. Display screws were tightened and pm was performed at the same time. The console was repaired and returned back to the customer. Probable root cause: based on the analysis results, the probable root cause were faulty lps and voltage select board.

Manufacturer narrative:
The lps was evaluated on august 11, 2017 and was discarded.

Manufacturer narrative:
The xps laser system was evaluated in the field on march 13, 2017: the reported power-up issue was confirmed however the roots cause could not be determined and the laser was returned to the manufacturer for further evaluation and/or repair. The customer was provided a loaner system. The (B)(4) laser system was received at the manufacturer on march 22, 2017.

Event description:
It was reported that while using a greenlight laser system during a prostate procedure, the footswitch not functioning as expected. The footswitch was replaced and the physician proceeded with the procedure until the laser shut down and could not be restarted. The case was completed using a alternate procedure (turp). Patient outcome: "ok". "No patient injury" reported.

Manufacturer narrative:
System was evaluated in the field on march 13, 2017. System repaired in house on (B)(6) 2017 and returned to the customer. The replaced lps was received at the manufacturer on august 02, 2017. At that time a disposition was made to scrap the lps after failure analysis was complete. Product evaluation: evaluation and testing of the lps was completed on october 01, 2017. Final test results summary: functional test for the power supply failed acceptance criteria. Probable root cause: based on functional test results, the root cause of the laser not powering up is due to a faulty power supply.

Manufacturer narrative:
Service in the field was performed on (B)(6) 2017. The replaced auto volt assembly was received on march 24, 2017. The auto volt assembly evaluation was completed on march 28, 2017 and was discarded.